Event description:
The complainant had a patient admitted in with a cardiac history and transfer from community to tertiary center for escalation of care. The team placed an impella 5.5 in the operating room. The pump position had to be re-adjusted after discharge from operating room to intensive care unit. Additionally the patient went into ventricular tachycardia/ventricular fibrillation (vt/vf) and was cardioverted. The patient had an automatic implantable cardioverter-defibrillator already placed but the vt/vf occurred when the impella was sucked down in the left ventricle. The patient remains on support. Additional informatin was received from the area clinical consultant that the vt/vf was attributed to running the impella at too high of a speed while the patient was under volume resuscitated. The position was thought to be deep when bedside point-of-care ultra-sonography was done with the fellow but was confirmed to be in good position under formal transthoracic echocardiogram.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. Data review: data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in ventricle/aorta. No other issues were found on the logs. Product was not returned for review. The root cause of positioning issue and vt/vf was unable to be determined as limited clinical details were provided and no product was returned for review. D6b explant date added.